Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: did a piece of the needle fall into the patient? If yes, was the needle piece removed, and how? Yes and needle piece was removed. Were x-rays taken to locate the needle piece(s)? Unk. Was the patient brought back to or to have needle removed or was the needle removed during the initial procedure? Removed during initial procedure was there any additional tissue damage as a result of searching for the needle piece? Unk. What was the size of the needle used? W58002. What was the size of the needle that broke off into the patient? Unk. Was more than half the needle retained in the patient? No, it was removed. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a face and trauma repair procedure on (B)(6) 2018 and a suture was used. During surgery suture needle breakage occurred, and a replacement was used. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.